Event description:
Patient reported they were injected with 2 1/2 syringes of juvederm ultra plus xc. The patient was injected "around the mouth and marionette lines" and in the lips. The patient stated they had some initial bruising and swelling at the injection areas, but it was "nothing to worry about." A few days later, the patient noticed "white watery blisters" on the right side of the forehead. The blisters are now surrounding the right eye, and in the eyelid. The blisters are also "over the hairline and gong into scalp area." The patient confirmed there are no blisters in the cheek or anywhere below the right eye. The patient also reported their right jaw is very swollen and very painful, and their lips are still a little bruised. The patient confirmed all their adverse symptoms are on the right side of the face. No treatment has been provided. The symptoms are ongoing.

Manufacturer narrative:
Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of bruising, swelling, "white watery blisters," and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle is registered as conform. No deviation, anomaly, complaint or change in connection with this complaint were recorded.